Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported the cannula on her insulin infusion headset was bent. She stated she discovered this after her infusion device continued to display an e4 (occlusion) message during bolusing and she changed her infusion headset to clear the message. She stated, she discarded the headset at issue. She said, she had an elevated blood glucose reading of 440 mg/dl with her normal range being around 120 mg/dl. Symptoms were nausea and her nose burning while breathing. She corrected her reading by injecting 4-5 units of insulin. She stated over the past month, she has injected too much insulin for a bolus at times and her blood glucose went as low as 31 mg/dl. She stated she corrected her low levels by drinking orange juice. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.